Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issues occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause could not be determined. The reported event of unknown sensor issues is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.